Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of under infusion/delivery accurracy was verified. The event log show high pressure alarms. Service will replace the expulsor. Use testing was performed. The problem source is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. No adverse effects were reported.